Event description:
This case was initially received via regulatory authority (reference number: mw5076366) on 13-apr-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain in pelvic area"), kidney infection ("kidney infections") and metal poisoning ("nickel poisoning") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), fatigue ("severe fatigue"), muscular weakness ("muscle weakness"), migraine ("migraines"), night sweats ("night sweats"), kidney infection (seriousness criterion medically significant), vitamin d deficiency ("low vitamin d deficiency"), nausea ("nausea"), contusion ("bruising"), feeling abnormal ("severe brain fog"), dizziness ("dizziness"), hypertension ("high blood pressure"), alopecia ("hair loss"), smear cervix abnormal ("abnormal pap"), metal poisoning (seriousness criterion medically significant), synovial cyst ("ganglion"), limb injury ("leg injury"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, fatigue, muscular weakness, migraine, night sweats, kidney infection, vitamin d deficiency, nausea, contusion, dizziness, hypertension, alopecia, smear cervix abnormal, metal poisoning, synovial cyst, limb injury, depression and anxiety outcome was unknown and the feeling abnormal had not resolved. The reporter considered alopecia, anxiety, contusion, depression, dizziness, fatigue, feeling abnormal, hypertension, kidney infection, limb injury, metal poisoning, migraine, muscular weakness, nausea, night sweats, pelvic pain, smear cervix abnormal, synovial cyst and vitamin d deficiency to be related to essure. The reporter commented: consumer mentioned a serious injury (hospitalization, required intervention) but did not specify it to one of the events. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Was initially received via regulatory authority (reference number: mw5076366) on 13-apr-2018. The most recent information was received on 14-sep-2018. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain in pelvic area"), kidney infection ("kidney infections") and metal poisoning ("nickel poisoning") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), fatigue ("severe fatigue"), muscular weakness ("muscle weakness"), migraine ("migraines"), night sweats ("night sweats"), kidney infection (seriousness criterion medically significant), vitamin d deficiency ("low vitamin d deficiency"), nausea ("nausea"), contusion ("bruising"), feeling abnormal ("severe brain fog"), dizziness ("dizziness"), hypertension ("high blood pressure"), alopecia ("hair loss"), smear cervix abnormal ("abnormal pap"), metal poisoning (seriousness criterion medically significant), synovial cyst ("ganglion"), limb injury ("leg injury"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain, fatigue, muscular weakness, migraine, night sweats, kidney infection, vitamin d deficiency, nausea, contusion, dizziness, hypertension, alopecia, smear cervix abnormal, metal poisoning, synovial cyst, limb injury, depression and anxiety outcome was unknown and the feeling abnormal had not resolved. The reporter considered alopecia, anxiety, contusion, depression, dizziness, fatigue, feeling abnormal, hypertension, kidney infection, limb injury, metal poisoning, migraine, muscular weakness, nausea, night sweats, pelvic pain, smear cervix abnormal, synovial cyst and vitamin d deficiency to be related to essure. The reporter commented: consumer mentioned a serious injury (hospitalization, required intervention) but did not specify it to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.